Event description:
A hospital in (B)(6) reported via a distributor that two mr290v vented autofeed humidification chambers each had a damaged water feedset tube. This was observed during use but no patient consequence was reported. The mr290v autofeed humidification chamber is part of the rt340 adult dual heated evaqua breathing circuit kit.

Manufacturer narrative:
(B)(4). Lot number: 120913, unknown; quantity affected: (B)(4); manufacturing date: 09/13/2012, unknown. The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Lot number: 120912, 120913; quantity affected: (B)(4); manufacturing date: 09/12/2012, 09/13/2012. Method: the complaint devices were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber dome. The surface of the break was rough (not smoothly cut). This was observed on both returned chambers. A lot check revealed two other complaints of this nature for each of the above lot numbers. Conclusion: the damage appeared to be caused by the tubes being pulled away from the chambers, possibly due to the feedset beings caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that two mr290v vented autofeed humidification chambers each had a damaged water feedset tube. This was observed during use but no patient consequence was reported. The mr290v autofeed humidification chamber is part of the rt340 adult dual heated evaqua breathing circuit kit.